Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 please provide the patient's age, gender, weight, outcome and medical intervention. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional had a blocked valve. The explanted product were delivered to miethke with the return kit inside an unknown liquid.

Manufacturer narrative:
Investigation: visual inspection no significant deformations or damage were detected. Permeability test a permeability test has shown that both valves are permeable. Adjustment test the progav valve was tested and is adjustable to all specified pressures. Braking force and brake function test the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. We have dismantled the valve. Inside both valves, we have found build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of occlusion. The valves operate within the specified tolerances. However, it is possible that the deposits observed inside the valves could have temporarily occluded the system. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.